Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Quest vent valve is leaking blood. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh received the product back for investigation. A vacuum valve (70102.5887 / 00880 # vacuum valve) was received as a complaint sample. The sample was cleaned with sodium hypochlorite and visual inspection and leak test were performed. During the visual inspection of the vacuum valve, no recognizable defects could be found. The flow direction of the one-way valve was checked with water confirmed. In the leak test carried out with water, the valve is sealed up to a pressure of approximately 0.5 bar. With more pressure, water runs out at the bottom of the red cap. The same results were obtained when compared to another vacuum valve. The valve works normally. The positive pressure peaks or constant positive pressure levels generate the leakage out of the pressure relief band beneath the dome but that is intended as safety function of the device. The vacuum valve is a purchased part from quest medical, inc. There is no any functional test during getinge cardiopulmonary manufacturing. During manufacturing at antalya site, there is direction controls per fb-005 v13 tubing set control form and per DHR review results, it was performed by operators. No similar nc record was found for material 70102.5887 in last 24 months. No similar scar record was found for material 70102.5887 in last 24 months. Device history record for the lot 92263967. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. The vacuum valve is a purchased part from a supplier. Device history record of the valve was reviewed by the supplier. It is reported that no manufacturing or quality concerns were reported during the build. All controls established during the assembly process were in place and all testing completed 100% of the parts. There is a CAPA 259464 ongoing for this issue and product. During investigation within CAPA 259464, hhe request was cancelled because the root cause of the CAPA issue with leaking quest vacuum valves is found not product but miscommunication between mcp and the hospitals related. Within CAPA, a root cause analysis has been performed and documented in a fishbone diagram. To summarize the root cause analysis, the leakage which has been complaint is not related to a malfunctioning product or tubing set configuration. The user did not know about the feature of the vacuum valve (art.no. 70102.5887) to release positive pressure inside the vent line through the pressure relief band which is placed under the dome in a not obvious location. The event has been misinterpreted by the user as a leaking valve (malfunction). A former one-way-valve (art.#70000.0883 check valve) in the previous version of the product`s vent line has been switched to the complaint valve from quest in july 2018. The new valve from quest is not just a one-way-valve but a valve with additional safety features (leveling of excessive positive and negative pressure). Laboratory simulation testing showed that the valves perform as intended and show leakage when positive pressure at around 220mmhg is applied to the line. Fishbone diagram was used for root cause determination. It is concluded that root causes are IFU does not describe the mode of action sufficiently and the users hev not been informed in detail with regards to the safety functions of the valve when the valve has been changed to 5887 vacuum ventil. The ssu canada has been already informed about the function of the valve by the CAPA owner. This complaint now can be closed as root cause has been determined and there is a CAPA ongoing. All further actions will be followed by CAPA 259464. The product failure cannot be confirmed however complaint can be confirmed since the manufacturer did not inform the customers adequately regarding function of the valve. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).